Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming multifunction input output (mfio) printed circuit board (pcb) was replaced. It cannot be determined conclusively how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming multifunction input output (mfio) printed circuit board (pcb). It cannot be determined conclusively how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming multifunction input output (mfio) printed circuit board (pcb) was replaced and returned for evaluation. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The returned mfio pcb was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surgical console restarted by itself. Procedure details and patient harm was not reported. Additional information has been requested. Additional information was received indicating the event occurred after a surgical procedure. No system messages were displayed. There was no patient involvement.